Manufacturer narrative:
Summary of evaluation: evaluation could not be performed. Device not returned to howmedica rutherford.

Event description:
The insert was loose after it was snapped into the baseplate. The product was implanted in the pt.